Event description:
Boston scientific received information that a red alert was received for this system due to pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. The patient will be monitored through normal follow up visits. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
(B)(4). Additional product issue details were received six months after the initial observations were reported. The device has been emitting tones due to multiple red alerts that have been generated. Pacing impedance measurements have continued to be greater than 2500 ohms. Additionally, shock impedance measurements were greater than 125 ohms. Noise was also observed. The patient does not require defibrillation therapy. The device was reprogrammed to vvi mode and shock therapy was programmed off. No adverse patient effects were reported.